Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked battery door. Customer's reported issue was not duplicated. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced main printed circuit board as preventative action.

Event description:
It was reported that time base background test event failed. No patient injury reported.